Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has a known right atrial (ra) lead fracture from a few years ago. Additionally, the ra pacing impedances were low out-of-range measuring 67 ohms. It was noted that the right ventricular (rv) lead shock impedances were high out-of-range measuring 178 ohms. Technical services suspects calcification and discussed programming options. At this time, the system remains in service. No adverse patient effects were reported.